Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found loss of output and telemetry due to battery depletion. The pulse generator was found to be in backup mode. No information was received from the field regarding device settings. After replacing the battery and downloading the product code, normal function ensued.